Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that the tubing separated at the silicone segment during patient use. There was no patient harm.

Manufacturer narrative:
Conclusion code: field left blank- no available code for undetermined or unknown cause. The customer¿s report that the tubing separated at the silicone segment was confirmed. A partial set was received with everything below the upper fitment missing. Visual inspection showed that the set was separated at the engagement between the upper fitment and the silicone pump segment; the upper fitment still had some of the silicone segment tubing attached to it. The remaining silicone segment tubing was torn and jagged. The root cause of the separation could not be determined.

Event description:
The customer reported that the tubing separated at the silicone segment during patient use. There was no patient harm.